Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, during drain cycle 5. The drain volume was 4825 ml. The programmed fill volume was 3000 ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Follow up: product surveillance followed up with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient was bypassing because they had catheter and draining issues. The nurse stated that the catheter issue was resolved and she had instructed the home patient not to perform bypasses. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported. Device evaluation: the device passed both the home choice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device history record revealed no issues that may have contributed to the reported difficulties. The assignable cause of the iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).